Event description:
It was reported that the patient experienced recurring incontinence as the cuff was too big and there was atrophy from the cuff. The patient had surgery to remove the artificial urinary sphincter. The replacement surgery was abandoned due the a urethral tear and no new device was implanted. The surgery to reimplant a new artificial urinary sphincter will be rescheduled in a few months time. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Refer to manufacturer report 2183959-2019-60616 for the urethral tear event for the same patient.